Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please see medwatch report 2032227-2014-23483.

Event description:
It was reported that the customer had gone to bed with blood glucose of 107 mg/dl and work up with blood glucose of 400 mg/dl. The caller stated that there was a gap between the piston and the reservoir during the priming process. And this was the third time that the anomaly had occurred. It was reported that insulin was squaring out during manual prime process. The customer was not connected to the device during the process. The customer stated the tubing connector was slanted on the top of the reservoir. The drive support cap of the insulin pump was recessed. The customer also stated that they had a reoccurring issue with bubbles appearing later after filling the reservoir. They stated that the bubbles started the size of champagne bubbles, and then gathered into large bubbles. Troubleshooting was performed but the bubble anomaly persisted, even after infusion set change. The customer called back stating that they woke up with blood glucose of 505 mg/dl. Nothing further was reported.